Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired on or about the same day. It was reported that these events occurred due to the exposure of the products administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of death is not known and is estimated based on the reported info. The code was used to report the non-specific cardiac event.